Manufacturer narrative:
Evaluation results: (other)- a work order search was performed for similar complaints within the search and no similar complaints were found. A visual inspection of the returned product shows one plate haptic is torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product a specific root cause of the event could not be determined at this time. It should be noted that the injector, foam tip plunger and cartridge were not returned.

Event description:
The reporter stated that the surgeon had inserted a single piece collamer lens model cc4204bf in pt's eye and the lens wouldn't sit properly and the doctor noticed a tear in the lens. The surgeon removed the lens and put in a anterior chamber lens. Further info has been requested, but none forth-coming. If more information is received, a supplemental MFR report will be sent.